Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: thrombosis requiring surgical intervention. Onset of adverse event: two months post procedure. It was reported that a (B) (6) female was very sick when they came into the emergency room (ER) on (B) (6) 2010 with a total occlusion. A 2.5 x 18 mm promus stent was implanted. The lesion was predilated with a non-abbott balloon catheter. Angiography looked great. On (B) (6) 2010, the patient was rehospitalized with thrombosis proximal to the promus stent and was sent to surgery. The patient is on effient. No additional event or patient information is available. (B) (4)